Event description:
It was reported that the patient's device worked for about a year, and then stopped working out of the blue. The patient met with a manufacturer representative but the device was still not working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 37743, serial# (B)(4). Accessory: model 37752, serial# (B)(4). Lead: model 3778, lot#, implanted: 2008 (B)(6), explanted: unknown.